Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Pt identifier - (B)(6). Concomitant medical product: inset all poly patella standard size 26 mm diameter 7.5 mm, cat#: 00597206626, lot#: 62683068. Femoral component precoat size e left, cat#: 00575001501, lot#: 62565786. Articular surface use with plate 3,4 size yellow/c-h 10 mm height, cat#: 00595203010, lot#: 62147507. Palacos rg 1x40 single, cat#: 00111314001, lot#: 78454384. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04708, 0002648920-2017-00443, 3007963827-2017-00237, 0001822565-2017-04709. Remains implanted.

Event description:
It was reported that the patient suffers from pain and swelling since the initial product implantation. Attempts have been made and no further information has been provided.